Event description:
It was reported error message appeared during device interrogation and stored electrogram retrieval. The investigation is in progress.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.